Manufacturer narrative:
Device evaluation summary: the visi-pro delivery catheter was received with the balloon in a pre-inflation profile, (tightly wrapped and winged), with the balloon expandable stent still crimped to the balloon chamber. Stent struts at the proximal end of the stent were bent distally back over the stent. A 10cc water filled syringe was attached to the proximal hub luer lock of the visi-pro system and the guidewire lumen was flushed: a clear steady flow of fluid was observed exiting the distal tip of the visi-pro system. A 0.035¿ guidewire was loaded with ease through the distal tip of the visi-pro system and exited the proximal hub luer lock. The distal tip of the visi-pro catheter was examined: no signs of deformity were present on the distal end.

Event description:
The physician was attempting to use a visi-pro balloon expandable stent to treat a 20-30mm moderately calcified lesion in the left distal common iliac artery. The artery had a diameter of 7mm, was moderately tortuous and had 80% stenosis. The procedure used a 6 fr non-medtronic sheath and a 0.035" non-medtronic guidewire. The visi-pro stent was prepped as per the IFU with no issues identified. The vessel was pre-dilated using a 4x40 pre-dilation device and the device did not pass through a previously deployed stent. The device failed to cross the lesion. The lesion was the further dilated using an evercross 4x40 balloon. The sheath was exchanged for another 6 fr 30cm sheath which was advanced past the lesion. The visi-pro stent was removed from the patient¿s body and a deformity was reportedly visible on the stent. The deformity was visualized on the end of stent struts and was not seen prior to advancement. A new visi-pro stent was used to complete the procedure without further complication. No patient injury was reported.